Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet wake/sleep button was intermittently unresponsive, requiring placement of the device on the charging pad to wake and unlock, and the button functioned normally during troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, or clinical impact. Investigation included customer troubleshooting and education, including guidance to capture a video of the occurrence for further review. Investigation of this case revealed no reproducible malfunction at the time of the call and no effect on paired components. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.